Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open sore under one of the electrodes. The patient was recommended to use a mesh bandage on the wound by a nurse. Follow up indicated that the patient kept area clean and dry and rash is better.